Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this reported event was not returned. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary.

Event description:
The device broke at the top where it attaches to the universal handle into 2 pieces. All pieces were retrieved. No delay.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the radel impactor was broken in two pieces on impaction.